Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(6). Follow ups are in order to gather information for implantation date, impacted side, patient information and procedure type. A supplemental report will be submitted if additional information is received. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two unspecified tissue expanders experienced bilateral deflation. As a result, the devices were explanted on (B)(6) 2019.